Manufacturer narrative:
(B)(4).

Event description:
During a percutaneous coronary intervention (pci), it was reported that the outer coating of a supercross microcatheter flaked away from the catheter. In response, the operator opened the hemostasis valve and allowed back bleeding through the guide catheter for an extended period to help ensure that no particulate matter remained within the patient, after which the microcatheter was removed. Subsequently, the patient developed a forearm hematoma, which was noted to be a common occurrence with radial access procedures. The customer indicated that the hematoma was most likely unrelated to the reported device issue. There was no other adverse outcomes for the patient.